Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powered on with a dim, discolored display screen. The display was removed and a test display was inserted, and the contrast returned to normal. Unrelated to the display issue, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. There was evidence of moisture corrosion observed inside the battery compartment. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen is dim and discolored. This report is made based on results of investigation completed on ( B)(4) 2013.